Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was checked monthly as the battery showed less than six months, however, recently it showed nine months. Boston scientific technical services (ts) then discussed that small changes can affect longevity. Ts then suggested to continue monitoring or send data for analysis. Further, engineering analysis was done and result showed that the pacemaker's power consumption was running a little over twice the expected rate. The recent power graph also showed some fluctuations and may have caused variation in the reported longevity of six months and nine months. Moreover, this pacemaker appeared to be malfunctioning and should consider replacement. Additional information was obtained indicating that based on the analysis this pacemaker exhibited premature battery depletion (pbd). Moreover, a device changeout was scheduled before the patient's vacation. To date, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The premature battery depletion (pbd) allegation against this pacemaker was confirmed. Upon analysis, it was noted that there was a low level current leakage on the power supply which heals when the power supply was overdriven was consistent with the devices which were found to have a leaky capacitor.

Manufacturer narrative:
.

Event description:
Additional information was received indicating that the pacemaker exhibited premature battery depletion (pbd) as the pacemaker battery depleted early due to high power consumption. This pacemaker was then explanted. No additional adverse patient effects were reported.